Event description:
It has been reported to philips that the azurion system failed to start up. The device was in clinical use at the time of reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside clinical use. It was reported that the system does not start up. The defective part was returned for failure analysis and confirmed the failed component is power supply. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc has problem. Fse replaced the suite pc. After the replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.